Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term clinical outcomes in implantable cardioverter defibrillator recipients on the island of crete. Hellenic journal of cardiology. 2016;57(4):247-252. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patient deaths referenced. There were also patients with inappropriate shocks, infection, and device replacements. There were also reported lead replacements or revisions, and leads with ¿known lead failures [advisories].¿ the status/location of the products is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information received from the author. All information provided is included in this report. Referenced article: "long-term clinical outcomes in implantable cardioverter defibrillator recipients on the island of crete. Hellenic journal of cardiology." 2016;57(4):247-252. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that "none of medtronic devices, included in this registry, caused or contributed to adverse events. " no further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.